Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: addr01, ipg; implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead was explanted due to potential adherence of the lead to the tricuspid valve. The physician felt it was best to explant the lead to alleviate rv lead interference with tricuspid valve performance. The entire dual chamber implantable pulse generator (ipg) was removed. A new ipg system was implanted three days later utilizing epicardial leads. No further patient complications have been reported as a result of this event.